Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) said the ultra 12 catheters were too long and going up too far. She said she got a urinary tract infection (uti), and her doctor told her not to use catheters any longer.